Manufacturer narrative:
The technician found the head up switch was stuck on the pendant. The technician replaced the pendant to repair the bed.

Event description:
Information received indicates the head section rose on its own.